Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained. No product will be returned as it was discarded. If further details are received at a later date a supplemental medwatch will be sent. Did the reservoir function properly upon first activation? If yes, how long after the first activation happened did the issue occurred? Answer: it was not functioning well when start. Was another reservoir used to correct the situation? Answer: no, other product was used. Can you please confirm, was the reservoir stained with blood while in use? Answer: according to hcp, the reservoir was blood-stained during their attempt to do vacuum.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2021 and a reservoir was used. During the procedure, there was a vacuum problem during suction with reservoir and suction was unsuccessful. Item was discarded as it is blood stained. Another reservoir was used. Procedure was completed. No adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/20/2021. Additional information: h4. Corrected data: d3. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate product complaint # (B)(4). Date sent to the FDA: 4/20/2021. Corrected data: d3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.